Event description:
After a couple lead revisions for high impedances it was determined on the third revision that the connector of the rv lead was firmly connected to the pacemaker and could not be removed. By re-screwing the set screw with the torque wrench tool the impedances were normal again.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated, and the memory content was analyzed indicating no anomalies. The battery status was found to be greater than 90 percent. Based on the data, the device was implanted on (B)(6) 2020. Since implantation several lead failure detections were documented in the devices data as a result of lead impedance measurements greater than 2500 ohms. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In addition, the impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.